Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Johnson and johnson medical (B)(4) reports: revision right aml / duraloc total hip replacement. Primary surgery in 1993 at (B)(6) hospital. Liner/ duraloc screw 35mm and head removed. Cup remained secure insitu, new screws 6.5 mm inserted lengths 30 mm and 40 mm also 62mm locking ring and duraloc marathon liner 32mmid 10 degree lipped inserted. A 32mm head +0. The devices associated with this report were not returned. A search of the complaint database did not show any other reports against the product and lot combination. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address pain.